Event description:
It was reported that during active operation on a patient, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message that could not be cleared. A new lifeband was tried but to no avail. Customer reverted to manual CPR. No adverse patient sequelae was reported. Additional information provided by the customer on (B)(6) 2013: according to the chief of the fire department, the patient is currently in intensive care unit (ICU). However, he was not sure if he survived, but thought that he did. Customer stated that they made attempts to save the patient. He described that the lifeband strap did not have enough pressure. They repositioned it many times to no avail. Manual CPR was conducted at 100 compressions per minute for 10 minutes and got a pulse. However, he maintained that return of spontaneous circulation (rosc) was never achieved. They eventually shocked the patient. Customer was not sure if there were any additional medications administered. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/29/2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. The reported complaint of user advisory 16 fault (timeout moving to take-up position) was verified during review of the archive file as well as during functional testing. The archive file review confirms the ua 16 occurred on the reported event date. Inspection of the returned platform shows that the ua 16 observed during functional testing was attributed to the brake seizing and the brake gap being too narrow.